Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The excessive no delivery alarm test could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reporting the device was alarming no delivery and during troubleshooting it was noted the button does not respond consistently. Customer stated the act button was not responding correctly, it had to be pressed in the right place for it to respond. Customer's blood glucose was 121 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.